Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.